Event description:
It was reported that balloon broke into 2 occurred. A 7.0 x 40, 40cm mustang balloon catheter was used to dilate the lesion. After the 3rd inflation, the customer tried to withdraw the balloon from the vessel and found that the balloon had been cut in two. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Received for analysis was the device along with the introducer sheath. An examination of the device found that a complete balloon circumferential tear had occurred. The tear occurred at 17mm distal to the distal edge of the proximal markerband. The distal section of the balloon tear was attached and pulled out over the tip section of the device. A detailed examination of both sections of the balloon tear identified that the distal section of the balloon exhibited a longitudinal tear along its length. The shaft inside the balloon was severely stretched and kinked. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon broke into 2 occurred. A 7.0 x 40, 40cm mustang¿ balloon catheter was used to dilate the lesion. After the 3rd inflation, the customer tried to withdraw the balloon from the vessel and found that the balloon had been cut in two. The procedure was completed with this device. No patient complications were reported.